Event description:
It was reported that during a colectomy, the head was tightened in the electric handle section. We removed the red security and the pouch for anastomosis was blocked. No movement and the red pouch were blocked too. Tried to change the battery. Anastomosis opened and removed head (difficult to do so). Changed the electric handle part.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? Some rectal bleedings could you please clarify if was any change in the post-operative care of the patient as a result of the event? Additional hospitalization time: a few days longer in the hospital attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by, ¿the pouch for anastomosis was blocked?¿ what is meant by, ¿the red pouch was blocked too?¿ when they changed the electric handle, did they keep the original anvil in place and just replace the device? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal?

Manufacturer narrative:
(B)(4) date sent: 07/28/2022 additional information was requested, and the following was received: what is meant by, ¿the pouch for anastomosis was blocked?¿ the activing button doesn¿t work what is meant by, ¿the red pouch was blocked too?¿ the activing button is blocked and it was impossible to start the stapling when they changed the electric handle, did they keep the original anvil in place and just replace the device? Yes what were the indications for surgery? Left colectomy coelio did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Surgeon with 15 years of experience where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? Yes, the stapling didn't start what confirmation was received that the device completed the firing sequence? No stapling possible was the green checkmark visible at the end of the firing? No how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 was there any difficulty removing the device? To remove the device , they had to unclip the anvil and stapler was a complete transection of the white breakaway washer visually confirmed? No were the donuts inspected? If so, please describe. After changing the stapler , the donuts were correct were there any issues noted with staple formation? No stapling how was the post-op bleeding identified? Bleeding in the feces how many days postoperative was the bleeding identified? 3 days what was the total estimated blood loss (ml)? Unk was a transfusion required? No how was the bleeding addressed? Unk what was the pre and postoperative anti-coagulant and pain management protocol? Unk was the bleeding intraluminal or extraluminal? Intraluminal

Manufacturer narrative:
(B)(4) date sent: 10/17/2022 d4: batch # 510a43 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present, and the device was fully loaded with staples. When the test battery was installed, the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. Also, the anvil was installed onto the trocar several times with no issue the device was disassembled to verify the condition of the internal components and the motor connector was observed disconnected from the pcba. An unplugged motor connector prevented the device from firing. After the motor connector was pushed until fully seated. The device was tested for functionality and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The would not fire observed is potentially related to a manufacturing process. The event described in anvil issues and hemostasis intervention could not be confirmed as the device was received unfired and performed without any difficulties noted, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/10/2022 h11: corrected data = h10 investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present, and the device was fully loaded with staples. When the test battery was installed, the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. Also, the anvil was installed onto the trocar several times with no issue the device was disassembled to verify the condition of the internal components and the motor connector was observed disconnected from the pcba. An unplugged motor connector prevented the device from firing. After the motor connector was pushed until fully seated. The device was tested for functionality and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The would not fire observed is potentially related to a manufacturing process. The event described in anvil issues and hemostasis intervention could not be confirmed as the device was received unfired and performed without any difficulties noted, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.